Event description:
It was reported that the customer's father felt that insulin pump was not delivering insulin properly. The customer was experiencing high blood glucose levels, but never got a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the high pressure test. The father was advised that the delivery anomaly could be due to issues with the reservoir and/or infusion set. The infusion set was removed, and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.